Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that the insulin pump had received unexpected restart and a cold reset was performed. The customer¿s blood glucose was 75 mg/dl at the time of incident. Customer reported that they were able to clear the alarm. Customer also reported that the insulin pump did require rewind. Customer was able to complete rewind. Customer stated that this was second occurrence of pump error alarm. Customer stated that the calling back after completing insulin pump error alarm troubleshooting and receiving another insulin pump error alarm after a battery change. Customer troubleshooting was performed. Customer was advised to monitor the insulin pump . The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and a21 alarm test. No unexpected a21 alarm anomalies noted. (B)(4).